Event description:
While a surgical technician was repositioning the light in the trauma center o.r., the spring arm and light head detached from the spindle and hit the technician on the head as it fell to the floor. The technician received a CT scan as a precaution; no injury was found.

Manufacturer narrative:
A steris service technician visited the facility and examined the light system. The technician found the lighthead spring arm separated from the spindle suspension arm. The locking ring in the suspension arm which secures the arm to the spindle had come out of the groove in the spring arm. The technician installed a new locking ring from the spring arm to the suspension arm, functionally tested the assembly, including reconnection of the power connectors and adjustment to the light assembly brakes, and returned it to use. The light was installed in november 2006 by a third party contractor, and is not under a service or maintenance contract with steris. The hospital's biomedical group performs service and maintenance. The locking ring showed damage and the spindle groove showed scraping, but it could not be determined when and how this occurred.